Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with flap striae of the right eye one day following lasik treatment. One day later the surgeon lifted and stretched the flap. Twelve days following treatment the patient was noted to have dry eyes and cyclosporine ophthalmic emulsion was begun twice a day along with preservative free artificial tears every hour. Additional information is requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).